Event description:
It was reported that shaft break occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. The device was opened, but it got separated into two segments after it was removed from the packaging. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.